Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the 2.0mm drill w/qc is delaminated and coming apart. It is unknown where the event occurs and if there was a patient involved.

Manufacturer narrative:
H6: the device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. However, a picture of the device is provided. The picture does confirm the failure mode. The inner walls of the container seems to be delaminating. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.